Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit (ICU) with a blood glucose of over 600 mg/dl and ketones identified as dangerous by a healthcare professional. The cause of the elevated bg was unknown. The customer treated high bg with a manual injection and supply change. At the hospital the customer was treated with intravenous fluids of saline and insulin. The customer was released 07/08/2026 with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.